Manufacturer narrative:
H.6. Investigation summary: a 2000e-04 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 22076021.the feedback provided by the customer suggests an occlusion was detected during use of the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22076021 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that bd aalaris smartsite needle-free was occluded. The following information was received by the initial reporter with the verbatim: syringe on, drawback is ok. Pushing flush wont work ¿ it¿s blocked.

Event description:
It was reported that bd aalaris smartsite needle-free was occluded. The following information was received by the initial reporter with the verbatim: syringe on, drawback is ok. Pushing flush wont work ¿ it¿s blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2023. H6: investigation summary three 2000e-04 samples from lot 22076021 were received in opened packaging for investigation. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite device. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance, the customer's experience could not be replicated as the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22076021 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported that bd aalaris smartsite needle-free was occluded. The following information was received by the initial reporter with the verbatim: syringe on, drawback is ok. Pushing flush won't work ¿ it¿s blocked.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.